Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical inspection. The initial interrogation of the pacemaker was not successful. The pacemaker's memory content was analyzed. Invalid memory content was observed, which most likely caused the problems with interrogation. The measurement of the pacemaker's output signal confirmed a regular pacing and sensing functionality. During analysis the interrogation was performed manually via the implant list. The pacemaker type was manually selected and afterwards an interrogation of the pacemaker was possible. The pacemaker was subjected to a final acceptance test. The pacing and sensing was found to be fully functional. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The memory content during the production at biotronik was valid. In summary, the clinical observation was confirmed during analysis. Invalid pacemaker memory content caused the ineffective interrogation. A material or manufacturing problem was not observed during analysis.

Event description:
After an implantation time of about 47 months, it was reported that the pacemaker could not be interrogated. So it was explanted. No adverse patient side effects have being reported.